Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up # 1 date of submission 10/06/2014-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box data revealed multiple cs 052 and cs 054 call service alarms; however, no evidence of short battery life was found. The complaint of short battery life was not duplicated during testing. Current draws measured within specifications. The pump case was removed and no intermittent conditions were found on the printed circuit board. Unrelated to the complaint, the display screen was blank during investigation. The pump recorded a cs 052 call service alarm at the time of the blank screen.